Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia. Upon device check, the implantable pulse generator (ipg) would not interrogate and did not seem to be pacing. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.